Manufacturer narrative:
Concomitant products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 7496-51, serial# (B)(4), implanted: (B)(6) 1994, product type: extension. Product ID: 3586, serial# (B)(4), implanted: (B)(6) 1994, product type: lead. (B)(4).

Event description:
It was reported that the patient had to have their implantable neurostimulator (ins) removed on (B)(6) 2013 due to a bacterial infection. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.